Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used, wherein it was noted that there was no difficulty experienced upon setting up the device; however, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.